Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to environmental contamination. Extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn affected normal operation of inspiration valve. Advised customer to fix the unit with new inspiration block.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by the customer and being reviewed by technical support. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the bellavista 1000 unit alarmed no o2 dosing possible during a quick unit check and inspiration valve or device leaky alarm was triggered. The customer confirmed that there was no patient involvement associated with the reported event.